Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for recurrent mitral regurgitation. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating functional mitral regurgitation (mr). Patient anatomy included tethered leaflets. Two clips were implanted and the mr was reduced from grade 4+ to 1+. Transthoracic echocardiogram was performed on 06/18/2018 and noted that the mr had increased from grade 1+ to grade 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported unchanged mr appears to be related to patient morphology/pathology (tethered leaflets). There is no indication of a product quality issue with respect to manufacture, design or labeling.